Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide catheter: hyperion 6f jl4. The device was not returned for analysis. It should be noted that the preparation for use section of the nc trek rx, coronary dilatation catheters instruction for use specifies that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 90% stenosis located in the mid left anterior descending (lad) artery with no tortuosity and moderate calcification. Resistance was not felt during advancement of the 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) through the lesion for post dilatation and it crossed successfully. The balloon ruptured during the first inflation at 12 atmospheres held for 10 seconds. It was stated that air was pulled from the device while it was inside the patient's anatomy. A replacement non-abbott bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.